Event description:
It was reported that the patient involved was a (B)(6) female weighing (B)(6) tall. In the hematology department, during the insertion of the dilator over the swg into the patient's right subclavian vein, resistance was met making insertion difficult. As a result, the user forced the dilator through the fascia, which in turn caused the dilator to "rupture" also causing damage to the wall of the vein and tissue. The dilator was not removed until dilation was complete, instead it was forced using rotary motion until dilator was in place. It was at the time of removal that the dilator was found damaged. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.